Manufacturer narrative:
The account found the mattress ticking was worn. The account replaced the mattress ticking with a revitalization kit to resolve the issue.

Event description:
The account alleged that fluid had gotten through the mattress ticking and onto the shear liner no pt impact.